Event description:
Customer service representative states the provider alleges the left and right arm parts were manufactured incorrectly by the invacare plant. Customer service stated she contacted invacare specials dept. And confirmed that the part was made incorrectly.